Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0039907r, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported that the pump was not alarming per the patient. However, on (B)(6) 2014 the pump went in to safe state and one minute later a non-critical memory error along with a reset occurred. On (B)(6) 2014 another pump in safe state and motor stall recovery occurred. The pump logs went back as far as ¿(B)(6) 2014¿ and no motor stall was noted. The patient was asymptomatic but had chronic pain even with the pump and oral pain medications. This device system delivered bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.